Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 5. Details of surgery: immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and inflammation. No further patient complications were reported.